Event description:
It was reported that during an ureteroscopy procedure, the basket zero tip 2.4mm x 4mm stone retrieval basket failed to open and a tear was noted on the sheath next to the handle. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is "good".

Manufacturer narrative:
.